Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Device (a) was received in good visual conditions and with two cartridge reloads present. The reloads were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, malformed staples; second resection. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.